Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The associated device was returned for investigation. However, the reported unknown abutment screw was not returned. Visual evaluation of the associated implant that was returned identified that the product was damaged possibly during the removal process as it had to be removed following abutment screw fracture. Functional testing could not be performed since the screw was not returned. The reported devices were located on tooth #14 for approximately 3 years. Pictures or x-ray images were not provided and no other information was provided. Device history record (DHR) and complaint history review could not be performed as the lot number associated with the unknown screw was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complainant reported that the abutment screw fractured inside an implant. The implant was returned but the screw was not returned. Therefore, the reported complaint (screw fracture) could not be verified. A root cause for this complaint could not be determined. The following sections have been updated: g4: date received by manufacturer . H6: evaluation codes.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). PMA/510(k) number not available. Item will not be returned to manufacture.

Event description:
It was reported that the abutment screw broke within the implant and was unable to be removed. Consequently, the implant was removed from the patient's mouth.